Event description:
It was reported that during implant the micra introducer was inserted and the delivery system was placed in the right ventricle. There had been two unsuccessful deployments of the leadless implantable pulse generator (ipg) and the third was being attempted. During this placement there was difficulty reading the patients blood pressure. A paced rhythm was observed on the surface electrocardiogram (ECG). Femoral pulse was absent. Initially chest compressions were started manually, then a chest compression device was used. The patient continued to show pulseless electrical activity, although femoral pulse was noted during chest compressions. All attempts at resuscitation were ineffective and the patient was ruled deceased. The leadless implantable pulse generator (ipg), delivery system and introducer remained in the patient after the patient expired.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.